Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds up to 5v, high impedance and a gradual rise in impedance. A possible fracture was noted. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154awg implantable cardioverter defibrillator,  implanted: (B)(6) 2006; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).